Manufacturer narrative:
The reported issue (it was reported that although the connection between the pad lines and the fluid delivery lines were fine, the water flow rate stayed under 0.8l/m after 2hrs from the initiating induction phase. The hospital staff emptied the pads and restarted a few times, but flow rate did not come up to the normal range. The pads were then replaced) was unconfirmed for the reported issue. Visual inspection noted the pads were found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector. The foams were found free of damages, tears, or perforations. The seal between the manifold connector and the pad was found completely sealed. The energy connector was found free of damages, the pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pad returned. The pads were submitted to the flow rate test and was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that 2 hours after initiating the induction phase, the water flow rate stayed under 0.8l/m. However, the connection between the pad lines, and the fluid delivery lines were fine. Although, the hospital staff emptied the pads and restarted a few times, the flow rate did not come up to the normal range. The pads were then replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 2 hours after initiating the induction phase, the water flow rate stayed under 0.8l/m. However, the connection between the pad lines, and the fluid delivery lines were fine. Although, the hospital staff emptied the pads and restarted a few times, the flow rate did not come up to the normal range. The pads were then replaced.